Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was resheathed two times due to valve dislodgement. The valve was then implanted. Following the valve implant procedure, the patient developed hemiparesis. Dysphasia and aphasia were also reported. Computed tomography of the head showed embolic occlusions and rupture within the m2 and m3 segments of the middle cerebral arteries. Medication was administered. The patient was referred to the interventional radiology department and an interventional embolectomy was performed. Four days following the valve implant the patient died.

Manufacturer narrative:
Product analysis: the delivery catheter system was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was not returned to medtronic for analysis and no procedural images were submitted to medtronic for review. The event did not indicate a potential manufacturing issue. Manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. Conclusion: dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Stroke is a known potential adverse effect per the device instructions for use (IFU). Ischemic strokes have many etiologies, including embolization of calcific debris, and is highly dependent on patient medical history and procedural factors. In this case, it was noted that the patient had an underlying condition of embolic events, multiple cerebral infarctions. This indicated that the patient was more susceptible to cerebral ischemia. Patient death is also a known potential adverse patient effect per the device IFU, and is typically related to patient factors (ex. Anatomy, comorbidities, etc.) And/or procedural effects (ex. Sheath used, user technique, puncture cut location, etc.). The relationship to the dcs could not be established. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received which indicated the valve had been placed too high which required the further position attempt. It was unknown the patient anatomy was a contributing factor to the cerebral ischemia. The anatomy was not tortuous but did contain some degree of calcification. As reported, the valve had ¿good¿ function. Further, as reported the patient had an underlying condition of embolic events; multiple cerebral infarctions. Ultimately, central respiratory failure was the cause of death. Updated data: b7, h6 annex e method code, e.1 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.